Manufacturer narrative:
The investigation into the pump stop and the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the pump stop and the positioning issues was not determined since product was not returned and limited clinical information was provided.

Event description:
The user facility reported a 38-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp had position alarms. The team additionally noted air in purge that was troubleshot by de-air process. Later, (15minutes) there was a non-resolving pump stop. The pump stopped and the team performed CPR for 20 minutes and the patient expired. The user facility had no backup impella cp pumps and no backup automated impella controllers.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿